Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the root cause could not be determined. One photograph of a statlock arterial extension set was returned for evaluation. An initial visual observation of the photograph showed the sample in a plastic bag. The male luer connector was observed to be completely broken off of the extension tube. No details of the break site could be discerned in the photograph. A significant amount of use residue was observed throughout the sample. There were no distinguishing features of the damage which could aid in identifying a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that while connecting a "j loop" to a newly placed arterial line, the tubing broke apart at the luer lock. To prevent delay and minimize blood loss, the provider connected the arterial line directly to the pressure tubing. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.